Manufacturer narrative:
H4: the lot was manufactured between september 25, 2024 and september 26, 2024. H11: the actual device was received for evaluation. Visual inspection of the actual sample observed a slight separation between the cap and the housing components. Pressure and clear passage under water testing, and priming were performed on the sample; a leak at the third y-site clearlink was identified. As per the autopsy of the clearlink, a recessed gland was identified. The reported condition was verified. The cause of the recessed gland is related to an improper automatic assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from luer connector at the y-port with a green cap in place. The device contained an unspecified antibiotic (yellow color). There was no report of patient injury or medical intervention associated with this event. No additional information is available.